Event description:
Pack contains a biological indicator which determines whether an item is sterile or not. If the biological indicator is activated without going through the sterilization process it is called a control and should show a positive growth reading within 24 hrs. The controls with this item have not been indicating a positive growth within the allotted time frame. Some of the controls have shown positive growth after 48 hrs and others not at all. This does not meet the desired parameters of a biological indicator.